Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a motor error alarm while priming. Customer's blood glucose level at the time 56 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a slightly loose drive support disk. No motor position encoder error alarm could be verified due to alarms in the history for a corrupted history file. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.